Event description:
Reporter alleged discrepant values between the glucose device and a lab comparative. Reporter stated meter read 440 mg/dl, a repeat was "hi", and the lab measured 161 mg/dl. It was reported additional testing revealed a meter reading of 546 mg/dl and 1/2 hour later a lab measured 146 mg/dl. Reporter indicated patient was treated based on the meter reading however the type was not provided. No control information was reportedly provided. A request was made for the return of the suspect device and replacement product was sent.